Event description:
It was reported that a patient experienced hypoglycemia with a glucose value of 55 mg/dl, consumed breakfast without announcing the meal, and subsequently developed rising hyperglycemia with readings of 261, 285, and 308 mg/dl indicated with rapid upward trend on the ilet app; device data review showed the bionic pancreas increased insulin delivery with incremental boluses beginning shortly thereafter, and the patient received education to avoid announcing a meal more than 30 minutes after eating to prevent maladaptation of future dosing. Symptoms included hypoglycemia followed by hyperglycemia. Outcomes included no hospitalization, no alerts or alarms, and resolution guidance provided through troubleshooting and education. Investigation included review of synced device reports and trend data via the ilet mobile application. Investigation of this case revealed that the device was functioning as designed with algorithmic insulin titration in response to rising glucose, and the event was associated with patient management of hypoglycemia and omission of a timely meal announcement rather than a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user interaction related to hypoglycemia overtreatment and missed meal announcement, with no device failure identified.